Event description:
Healthcare professional additionally reported "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease folds and yellow particles on the shell. Leak test and microscopic analysis were performed which identified a sharp opening on posterior and a broken plug strap. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on posterior assessed as an unidentified (tear) opening, and a sharp broken edge on the plug strap (total separation) assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required.

Event description:
Patient representative later reported right "fear of alcl, emotional distress, anxiety" and "loss of quality of life, depression" (non device related).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "grade 4 contractures" and "lateral breast tenderness." Device remains implanted.